Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6), 2010, during a procedure to help treat her prolapsed bladder. The patient has reportedly been in pain since this procedure. She has lower back pain, a pinched nerve, numbness, and tingling in her left leg. In addition, her prolapsed bladder has returned (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.